Event description:
It was reported that a catheter rupture occurred. A 135/20 renegade hi flo was selected to infuse radioactive beads into the patient's liver. During procedure, the catheter was noted to be clogged at the distal tip and pressure on the catheter system was observed. Subsequently, the catheter ruptured and spilled it's content all over the floor and table. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was fine.